Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the biphasic module pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed biphasic module pcb assembly where it was observed that the cause of the reported issue was that a capacitor, designator c36, had shorted and melted off of the board. Additional testing could not be completed due to the extensive damage to the board.

Event description:
The customer contacted physio-control to report that their device had a service indicator present as well as an event code in the memory. The device also failed a user test. Upon examination of the device, physio-control observed that the unit would no longer defibrillate, if necessary. There was no patient use associated with the reported event.